Event description:
Failure to pair between the subject remote montoring system (rms) and an ICD was reported (it is not the only rms used with this ICD). Attempt to pair had failed either cellular or land line. In addition, even if the patient hold the rms or even with the help of a specialist, attempt to pair was not successful. It should be noted that the rf communication parameter was activated. Investigations were required.

Event description:
Failure to pair between the subject remote monitoring system (rms) and an ICD was reported (it is not the only rms used with this ICD). Attempt to pair had failed either cellular or land line. In addition, even if the patient hold the rms or even with the help of a specialist, attempt to pair was not successful. It should be noted that the rf communication parameter was activated. Investigations were required.